Manufacturer narrative:
B3. The reported event date is the date of publication. G4. The event occurred in another country and the specific model of onyx was not reported in the article, the PMA reference number is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Tatit, r. T., dabus, g., yasuda, t. A., baccin, c. E. (2024). Transarterial embolization of petrosal dural arteriovenous fistula (davf): feasible and successful in the post-onyx era. Surgical neurology international, 15, 395. Https://doi.org/10.25259/sni_442_2024 medtronic review of the literature article found a retrospective analysis of six patients with petrous dural arteriovenous fistulas (davfs) treated with transarterial embolization (tae). All patients were treated with onyx embolization. No device malfunction was reported in the article. One patient experienced post-procedural complications, including seizures that completely resolved. Magnetic resonance imaging revealed small pre- and post-central gyri infarcts with minor deficits characterized by mild left-hand grip weakness that completely resolved after a couple of days. No additional treatment or intervention was reported in the article.